Event description:
It was reported at implant the lead did not capture on the first position and unscrewing the helix was not possible. The lead was removed and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, and the lead appeared damaged at implant. The analyst noted that the lead was returned with the helix fully extended, with blood and tissue on it. The lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.